Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the chair will drive and the right motor is weak; chair will spin in a circle on a incline. The dealer states the chair will not drive straight.